Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodge stent remains in the patient. Onset of adverse event: during the procedure. It was reported that the proximal left anterior descending (lad) was pre-dilated with a non abbott balloon catheter. Then an attempt was made to cross the xience v 2.25 x 23 mm stent delivery system (sds), but it could not cross the lesion. It was noted that the stent implant had dislodged from the sds balloon. While trying to remove the dislodged stent with a guide wire, the stent became lost in the cubital artery (radial punction). The patient was sent to surgery, but the stent could not be found and the device remained in the patient. Reportedly, the patient is doing well.

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.